Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 2000020583.

Event description:
It was reported that the patients lead had high impedances and had migrated. The patient underwent a revision procedure wherein one lead was replaced and the other leads including the newly implanted one were repositioned.